Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h5; h6 visual examination of the returned product identified the device is confirmed to be fractured at the 10mm depth mark, no fractured pieces were returned. The depth gauge end visually appears to be slightly bent. The handle end and depth gauge end both have nicks and scratches. No other damage was noted during visual evaluation. The diameter of the depth gauge shaft was measured and found to be within specification. Fracture analysis was previously run for similar fracture location where ductile overload was identified as the mode of failure. Device has an approximate field age of 11.5 years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign, canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the depth gauge was found with a broken top during product check. There was no patient involvement. It was reported no further information is available.